Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented in clinic for a follow up visit, pocket erosion on the device was observed. Patient was referred to an electrophysiologist for assessment of the device erosion. No signs of infection were observed. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.